Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and suspected leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. On (B)(6) 2017, a follow up echocardiogram was performed and it was found that mr had increased to 4. The second clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). It was suspected that the anterior leaflet was torn. On (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted lateral of the slda clip, and an occluder was also implanted on the mitral valve. Mr was reduced to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (thin leaflets). The reported patient effects of tissue damage and worsening mr appear to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.